Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that due to a blockage in the channel they wee unable to pass the laser fibre and the case needs to be aborted.

Manufacturer narrative:
Result of investigation: as the product didn't got returned the root cause can't be determined for sure - problem most likely caused by a step in the transition of the luer connector into the working channel. Further measures were already initiated. The event is filed under internal karl storz complaint ID: (B)(4).